Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the pump became frozen on a quick bolus alert. Reportedly, the customer reverted to alternate method of insulin therapy. Customer¿s blood glucose level was 228 mg/dl.